Event description:
It was reported that an asymptomatic patient presented in hospital for a routine follow-up. Upon interrogation, the right ventricular lead exhibited reproducible lead noise. No other anomalies were reported. Lead revision was discussed. No further information was reported.